Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation challenges were observed when trying to interrogate an subcutaneous implantable cardioverter defibrillator (s-ICD) using latitude consult. This is expected since the s-ICD is not supported by consult. The patient was being checked after receiving a shock for truncated r-waves where the device was double counting. Noise was also observed. Boston scientific technical services (ts) discussed possible postural impacts including the possibility that the sense b electrode could be covered by the suture sleeve. The device had been reprogrammed. Additional information was received that the patient was seen in-clinic for further evaluation after receiving another inappropriate shock by the s-ICD. The device had been programmed to alternate vector with a 2x gain since the prior report of inappropriate shocks that occurred in primary vector. Ts recommended obtaining both a pa and lateral x-ray if they want to further address the issue with oversensing. The field representative noted the patient had a 20-30 lb weight loss recently. The episode was reviewed, which revealed all noise signals. The impedance for the delivered shock was 105 ohms. Subsequently, the device and electrode were explanted due to issues with inappropriate therapy and a transvenous device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.